Manufacturer narrative:
Corrected e4 reporter also sent report to FDA to "unknown". Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge leak - cassette could not be definitively determined as no defects were found on returned product and reported leak did not reproduce.

Manufacturer narrative:
The failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impella purge system was leaking in the intensive care unit. The system was replaced and the issue was resolved. There were no noted associated patient consequences.